Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A doctor reported a case of a corneal epithelial defect, at one day post op after lasik surgery. At time of surgery there was no defect noted. More info has been requested.